Manufacturer narrative:
The device has not yet been received for evaluation.

Event description:
It was reported that during a coronary artery drug eluting stenting procedure, stent damage occurred. The physician was unable to cross the lesion with a taxus liberte 8x2.50mm drug eluting stent. The target lesion was calcified and located in the rca (right coronary artery). Upon withdrawal of the device, one of the stent struts was reported to be bent outwards. This product is only ous approved but it is similar to a marketed us device.